Manufacturer narrative:
One smiths medical cadd-legacy® pca pump was returned for analysis. Pressure failure, function testing was performed finding a faulty downstream sensor upon power up. Scratches were reported on the pump's lens upon visual inspection. The root cause of the issue is unknown. Based on these investigation results, no corrective actions will be taken with replacement of the downstream occlusion sensor and the pump's lens.

Event description:
Information was received indicating that screen damage was noted to a smiths medical cadd-legacy® pca pump. The pump was reported to double beep "no cassette." There were no reported adverse effects.